Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2017, an infant patient in a neonatal unit had a drop in oxygen saturation/desaturation event for which the customer has stated a delayed notification of the alarm occurred at the information center. The patient oxygen saturation level dropped into the 30% range. The patient was stated to have been unharmed however a nurse ran to the patient room to intervene; the nature of any interventions provided has been requested but has not been provided yet.

Manufacturer narrative:
The issue was brought to the attention of a philips clinical applications specialist (cs) who was onsite with a field service engineer (fse) for an installation. The customer indicated alarms were delayed from the bedside x2 and pager after a patient event. The cs and fse reviewed alarm review to find the incident in question and noted several sp02 alarms. The cs indicated that the customer had alarm delays configured for low sp02 of 10 seconds and desat of 20 seconds at the bedside with a silence time frame of 3 minutes. Further onsite review of this issue with the customer determined that the issue was due to the configured delays. Once a low sp02 condition is detected, there is a 10 second wait for the alarm to occur which is then followed by a 20 second wait before any desat alarm is provided once that condition is detected. These are selected and configured for this customer and are consistent with factory default settings which are designed and reviewed with clinical inputs. The customer can choose to alter or customize these settings at the time the product is configured and installed. The customer indicated alarms for sp02 were delayed and when they occurred, the severity was not as expected. The issue is associated with configured alarm delay times for sp02 yellow and red level alarms. Given that the configured delays are indicated to be longer than appropriate for some patients in the clinical unit, the device is considered to have been a factor in this event. The customer was provided with information regarding the configured alarm delays and it was confirmed that no malfunction occurred. The device remains in use. .